Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced resistance with multiple cartridges while attempting to fill a cartridge. Additionally, while attempting to load a cartridge onto the pump the customer received an alarm 9. The customer was not sure of the amount of insulin inserted into the cartridge. The customer's blood glucose level was 130 mg/dl. The customer indicated would use manual injections.